Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted the device reached elective replacement indicator (eri) on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early recommended replacement time (rrt). The crt-d is expected to be explanted and replaced but is currently still in use. No patient complications have been reported as a result of this event.